Event description:
It was reported that there was unrestricted fluid flow through a peritoneal dialysis (pd) transfer set with the twist clamp in the closed position. The leaking transfer set was observed during use of the device for pd therapy. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d4: expiration date: ni (previously submitted as 12/07/2026). Correction made to d4: unique identifier (UDI) #: ni (previously submitted as (01)(B)(4)). H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a leak through a closed white twist clamp. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.